Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer was unable to complete system check with tandem technical support at time of call. Multiple attempts were made by technical support to follow up with the customer and complete troubleshooting, but no response was received. Customer's blood glucose was 350-500 mg/dl.